Event description:
In a recent code white, there was a delay in determining which concentration of epinephrine to use for endotracheal administration because the broselow tape (from 2011) uses the ratio expression for dosing whereas the new labeling for epinephrine is in mg/ml. "Does the new 2017 broselow tape state the epinephrine concentration to use as a ratio expression or in mg/ml." If it does, it is a simple fix for us to buy new broselow tapes. If not, this is a major problem. (B)(4). Access number: (B)(4).